Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h11. The 3pk n5 hook for hook handle (cev2295a) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the hook verified the complaint reported by the customer as valid. Root cause: it was determined that the event may be due to a defect of the coating before the surgery or the use of a voltage that was too high.

Event description:
It was reported that during cholecystectomy, the blue sheath of the 3pk n5 hook for hook handle (cev2295a) heated and then melted leading to disintegration upon contact with the adult patient's viscera. The plastic particles were not removed as staff wanted to avoid hemorrhage. Particles were left in the liver tissue. It was reported that there is unknown patient consequence, as it is unknown what could happen with the particle left on liver at long term; however, no other consequence for the patient was noted. No increase of surgery time occurred.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.